Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent tubing was found ruptured upon unpacking.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch and dust cover, placed inside a large ziploc bag. The suture and pigtail straighter were not provided. The package had what appear to be flakes of blood in the package. Visual requirements per cs-7068-xx state to use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. When evaluating the sample, a separation could be located on the body of the stent and unknown foreign matter was located on the outside of the stent. The separation appears to be cut due to no stretching or discoloration to the material. Dimensional evaluation noted dimensional requirements per cd-7068-xx state the od is to be 0.061" ± 0.002", tip ID to be 0.039" ± 0.002, guidewire to be 0.0352", tube ID to be 0.040 + 0.002" -0.001". The od measured at 0.0607" and 0.0605" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. The tube ID where the separation occurred was measured using a 0.040" pin gauge. Functional evaluation noted when inserting the 0.035" guidewire, the guidewire could not pass through the stent due to the unknown foreign matter. The matter could be seen through the port hole and the substance on the outside of the stent where the guidewire could not continue. The foreign matter appears to be blood. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "directions for use: 1. For single use only. Do not resterilize. Do not use if the package or product is damaged. 2. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. 3. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. 4. Exercise care. Tearing of the stent can be caused by sharp instruments. 5. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. 6. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. 7. With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration. 8. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. 9. Multi-length ureteral stents: formation of knots in multi-length ureteral stents may occur. This may result in injury to the ureter during removal and or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent tubing was found ruptured upon unpacking.